Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. An olympus field service engineer (fse) was dispatched to the user facility and confirmed both lamps functioned properly. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the lamp that was replaced had reached the end of its life.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer (fse) checked the device and found that the reported phenomenon could not reproduced, and the examination lamp and the emergency lamp lit up properly. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the examination lamp of the device failed and was not ignited, and the emergency lamp lit up. After replacing the examination lamp, the examination lamp lit up properly. There was no report of patient injury associated with the event.